Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, the device longevity remaining was sooner than the physician expected from the previous follow-up. The physician alleges premature battery depletion. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The device was received in normal range of operation. Device image shows that battery voltage never reached elective replacement indicator level during the implant period and it also indicated that autocapture feature was enabled and operated in high output mode at times. When automatic settings are programmed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Analysis performed, including mechanical stressing of the device and functional testing, did not find any anomalies. The device was implanted for 6.43 years which exceeded the device¿s 5.54 year projected longevity based on field settings and is considered normal battery depletion. The reported event of premature battery depletion was not confirmed.